Event description:
Customer reported being hospitalized for high blood glucose. Date of hospitalization was (B)(4) 2014. Blood glucose at the time of admission was 650 mg/dl. The customer's current blood glucose was 369 mg/dl. Troubleshooting did not find any issues with the insulin pump. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.